Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Section d4. UDI number, serial number is not applicable. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. The customer destroyed the camera and arm, therefore they will not be returned. The failure was not confirmed. Related CAPA number: (B)(4). Closure rationale: complaint verified, CAPA iniated or already open. Complaint will be included in trending data for further review.

Event description:
Nv 2.x arm - arm became loose. The customer reported "the arm became loose and drooped, camera just about hit baby in bed." No harm to patient or user.

Manufacturer narrative:
Initial report ref natus complaint#: (B)(4). Section d4. UDI number, serial number is not applicable. The customer destroyed the camera and arm, therefore they will not be returned, the IFU states that the camera shouldn't be positioned over the bed or baby. Capa005355 addresses the deficiency of the arm. Per doc-023354, hazard i.d. 6.6, severity 11-critical, risk level-moderate.

Event description:
Nv 2.x arm - arm became loose. The customer reported "the arm became loose and drooped, camera just about hit baby in bed." No harm to patient or user.